Event description:
Reportedly, the device was explanted after an implant duration of 5.87 months, due to tissue overgrowth causing incomplete coaptation and regurgitation. Per the cer: explant of a valve reported. The device was implanted in 2009. Mvr and avr, mv: ce- perimount 27mm. Post tee: minimal paravalvular leakage in the mv. Follow up: paravalvular leakage at av I°- ii°, increasing mv - regurgitation (iii°- IV°).

Event description:
It was reported that during a laparoscopic prostatectomy procedure, the indicator just showed orange and it was believed that there was another clip in the applier. The jaws clamped shut on the vessel. The applier was pulled off the vessel. The surgeon had a very dark theatre with no lights on. He uses many clips for this procedure (can use up to 8 appliers in a single case) and it is not possible to keep a sure count up to 15. The applier has been discarded. Another device was used to complete the procedure. There were no adverse consequences for the pt. No device will be returning.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that patient underwent left total hip arthroplasty in 1999. Subsequently, excisional debridement was performed in 2009, and the acetabular liner was removed and replaced.

Manufacturer narrative:
Device not returned. Further information received on august 24th.: in mitral position the perimount 6900 27mm was explanted because of tissue growth at both posterior leaflets at the ventricular site ¿ no coaptation possible. The patient was symptomatic of dyspnea. Procedural problems: diffuse bleeding and 2x rethoractomy. This was determined reportable per edwards lifesciences procedures. The DHR review has been started. Customer letter has been requested.

Event description:
On 12.01.09, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in 2007, the pt began receiving heparin related to a blood infection and the beginning of kidney failure, and the pt was put on dialysis. Upon info and belief, on at least one occasion, the heparin administered to the pt was allegedly contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The pt passed of kidney failure three months later.

Manufacturer narrative:
Evaluation summary: heavy dense layer of host tissue overgrowth is evident at the outflow aspect. It covered most of the cusp area and the free margins of leaflets 1 and 2 at the outflow aspect. Host tissue overgrowth pushed leaflet 1 and 2 to an open like position; it curled and fused the free margin towards the outflow aspect; leading to a large gap at coaptation region. Host tissue is minimal at the inflow aspect. It encroached onto the tissue and into the orifice by approximately 3mm. Host tissue overgrowth is also minimal at the stent inflow and the stent outflow. Host tissue overgrowth restricted mobility in the leaflets and led to stenosis. No inconsistencies detected in the x-ray.